Event description:
It was reported that on an unknown date, the sliding mechanism was broken. The malfunction was discovered in the operating room. It is unknown if there was a surgical delay. The procedure outcome and patient status are unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: a product investigation was conducted. Visual inspection: the sliding mechanism (p/n: 314.291, lot number: 170257-101) was received at us cq. Visual inspection of the complaint device showed the handle had broken off. Service and repair evaluation: it was reported that on an unknown date, the sliding mechanism was broken. The repair technician reported the device handle is cracked and broken. Cracked/ broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: relevant drawings rev f (current) and rev d (manufactured) were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the handle had broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H6: a device history record (DHR) review was conducted: part: 314.291; lot: 170257-101; manufacturing site: selzach; supplier: (B)(4). Release to warehouse date: 23.oct.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a sliding mechanism was found broken in the operating room after a procedure, however, it is not known when it broke. There was no patient involvement. This is report 1 of 1 for (B)(4).